Event description:
The device was used during a laparoscopic cholecystectomy. The first device, the clips jammed. On the second device, foreign matter was found at the tip of the device. There was no consequence to the pt.